Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: device not explanted as of this report, issue with skin reaction, rupture, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unknown breast augmentation with unknown saline breast implants which the left side deflated, issue with skin irritation and bilateral issue with capsular contractures baker grade IV after implantation. Patient reported that the deflation has occurred and been verified by a local plastics surgeon on the left side, imaging was also performed at the hospital, and prior to the rupture the left breast was very itchy. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.